Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The stored electrogram (egm) showed atrial undersensing observed during atrial tachy response (atr) episodes (functional undersensing). It was recommended to consider increasing atrial sensitivity at the patient's next in-clinic review. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Received additional information this implantable pacemaker alerted for right atrial automatic threshold (raat) suspension due to intrinsic beats. The presenting electrogram (egm) shows an atrial arrhythmia in progress with marked atrial undersensing. The atrial arrhythmia appears to have commenced, however the atrial undersensing is observed potentially preventing the alert trigger. The current programming is fixed at 0.75mv (millivolts). Further review is recommended. No adverse patient effects were reported. This device remains in service.